Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that he was hospitalized due to a bent cannula and the blood glucose value when he was admitted into the hospital was 600 mg/dl. He was diagnosed with renal alterations and ketoacidosis. Reportedly, he was still in the hospital at the time of the report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.